Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. The patient pressure cycling check was found out of range causing constant 'low pressure' alarm. The patient pressure cycling led was replaced. The device then passed all functional tests. The service history review indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device constantly alarmed to signal a low pressure. There was unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-06143. Please reference file mrn 3012307300-2024-05197 for all details pertinent to this event.